Manufacturer narrative:
Complaint conclusion: as reported, it was impossible to place the plug system of the 5f mynxgrip vascular closure device (vcd) in the artery. The practician used a compression bandage. There was no reported patient injury. The device was opened in sterile field. The operator was a trained user. The mynx vcd was used in an interventional peripheral case. A non-cordis 5f sheath was used. The vessel type was arterial. The patient has since recovered. The event did not cause a condition that requires hospitalization or significant prolongation of existing hospitalization. The product was not returned for analysis. A product history record (phr) review of lot f1924602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural factors may have contributed to the reported event. According to the product¿s instructions for use (IFU), which is not intended as a mitigation of risk, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, it was impossible to place the plug system of the 5f mynxgrip vascular closure device (vcd) in the artery. The practician used a compression bandage. There was no reported patient injury. The device was opened in sterile field. The operator was a trained user. The mynx vcd was used in an interventional peripheral case. A non-cordis 5f sheath was used. The vessel type was arterial. The patient has since recovered. The event did not cause a condition that requires hospitalization or significant prolongation of existing hospitalization. The device is expected to be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, it was impossible to place the plug system of the 5f mynxgrip vascular closure device (vcd) in the artery. The practician used a compression bandage. There was no reported patient injury. The device was opened in sterile field. The operator was a trained user. The mynx vcd was used in an interventional peripheral case. A non-cordis 5f sheath was used. The vessel type was arterial. The patient has since recovered. The event did not cause a condition that requires hospitalization or significant prolongation of existing hospitalization. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock open. The procedural sheath was on the catheter, fully retracted. The sealant was deployed on the catheter shaft and exposed to blood. The advancer tube remained in the manufacturing position as received. The device was inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Per functional analysis, the shuttle down procedure was simulated, and the advancer tube was found properly engaged to the proximal tamp lock. The returned device performed as intended per the mynxgrip instructions for use (IFU). No anomalies were observed. Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, no damages or anomalies were observed. A product history record (phr) review of lot f1924602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle down completely, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.